Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13a08048, h12j26076, h12k28039, h12l18046, h13c21021 and h13e17016. All release criteria were met prior to release of these lots. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. On the same day, the patient was switched to hemodialysis and patient's catheter was removed. The patient was treated with cefazolin (2gm, IV, daily). After one day, the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. No additional information is available. This is report 4 of 4 for this event.